Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer noticed d blank display after changed the battery. No harm requiring medical intervention was reported. Troubleshooting was performed and customer confirmed there was the missed or damaged contacts on battery cap. The insulin pump will not be returned for analysis.